Event description:
The customer reported that she was not able to push insulin through the tubing with the plunger rod. Customer's blood glucose was 160 mg/dl. Customer stated that she attempted with 3 reservoirs and has not been successful. Customer stated that she is able to push insulin through when she attached the reservoir to the transfer guard. Customer was not able to confirm if the tip of the reservoir had any moisture to cause a possible vent blockage. Customer stated that she has not attempted to push insulin through the tubing with the pump. Customer is currently attached to the set and does not wish to disconnect at this time.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.